Event description:
It was reported that the patient was having minor problems with the stimulator. The patient was having issues with leakage. She had increased the stimulation one mark per day but she was still having issues with it. The lead was against a nerve and it was causing her toes and foot to cramp up. The patient could see the cramping in her foot when the stimulator pulses. Last night the patient turned the stim off completely because she could not sleep. The patient tried turning the stim down and it stopped the cramping but then it did not help her leakage. The cramping in the foot started in the last couple days. The patient had one fall since the stimulator was put in. It was also reported that the patient was told to contact her manufacturer's representative to "add another program" or what ever else was needed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va08a75, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va08a75, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient had noticed in the past 6 months or so that her bladder symptoms have gone back to the way they were before the trial period. The patient used to urinate 12-15 times a day before the trial. During the trial, her symptoms were better. After implant until about 6 months ago, her bladder symptoms were better but as of 6 months ago she started urinating 10-15 times daily uncontrollably. The patient saw the representative regarding the problem the representative didn't make any changes to her therapy at that time, but gave her some training on how to use the therapy. The patient changed the program that night when she got home from program 1 to program 2. She later changed the program to program 3. Program 3 helped for a little while but then stopped helping. So, the patient switched back to program 2, and was currently on that program at 1.7v. The patient was back to wearing pads because she didn't know when she will urinate. The patient had no falls or trauma since having the therapy implanted. The patient was diagnosed with parkinson's disease about 4 months ago, and was put on medication at that time. The patient stated she takes: neupro patch (worn for 24 hours) 6mg azilectt 1mg 1 daily gabapentin 300mg 1 daily. The patient was going to call her doctor to discuss using program 4 and will ask for reprogramming if that does not help.